Event description:
It was reported that during a laparoscopic cholecystectomy procedure the second clip scissored. On the fourth firing the clip was per shaped. The surgeon stated to the rep that she did have the device at an odd slight angle when firing the device. The case was completed with the device and there were no further issues with the firings. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: which firing of the device did this event occur on? Second and fourth what vessel or structure was the device fired on at the time of the event? Duct. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? Odd slightly angled. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. If so, when? Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? No.

Manufacturer narrative:
(B)(40. Information is unavailable; device was not returned for evaluation. Device not returned. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.